Event description:
It was reported an occlusion alarm occurred. There was no adverse impact on the customer's blood glucose level. To resolve the issue, the customer cleared the alarm, resumed insulin delivery, and changed out supplies.